Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed. Without a sample, only a photo, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a bd vacutainer® multi sample blood collection needle had a green particle of foreign matter on the needle. No serious injury, blood to mucous membrane exposure or medical intervention was reported.